Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege: past and future medical expenses, attorneys fees and costs, pain and suffering, disability, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, gait disturbance, loss of enjoyment of life, emotional distress, increased likelihood of future complications and surgery, increased likelihood of disability, increased likelihood of arthritis, fear of future complications and surgery, metallic and other particulate contamination of the blood and the body and fear of metallic and other particulate contamination of the blood and the body, exacerbation of underlying hip joint disorders, internal scarring , and irritations and injury to tendons, ligaments, muscles, blood vessels, cartilages, nerves, ones and soft tissues of the hip joint and surrounding areas along with past and future loss of wages, impairment of earning capacity, employment and employment opportunities, decreased work life expectancy. Update rec'd (B)(6) 2015- litigation received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on dec 15, 2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4)

Event description:
Update 1/15/16 medical records received. Case information sheets and partial component list reviewed for MDR reportability. No record of revision for right hip found. Part/lot updated. The complaint was updated on: feb 2, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.